Event description:
A report was received that a patient was explanted for unknown reasons in 2008.

Event description:
A report was received that a patient was explanted for unknown reasons in 2008.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-8120-50, serial#:(B)(4), model description:artisan surgical ld 50cm. Explanted devices will not be returned to bsn as it was discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the patient was explanted due to ineffective therapy.